Manufacturer narrative:
The insulin pump was received with no act button response due to unlocked keypad connector on the lcd board. The watchdog timeout alarm, external ram crc error alarm and unexpected restart alarm were all unable to be verified due to no act button response. There was no unexpected audio/beep anomaly during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 138 mg/dl. Customer's alarm history showed watchdog timeout alarm, external ram crc error alarm and an unexpected restart alarm as well. Customer replaced device with a new battery and the buttons still do not work. Troubleshooting for keypad anomaly and the other alarms was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.